Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensed noise, inadequate pacing treatment, and suspected loss of capture (loc) on the right ventricular (rv) lead. The patient experienced more than two seconds without ventricular pacing, and because of the noise, technical services (ts) was unable to determine whether intrinsic r-waves were present. No additional adverse patient effects were reported. This rv lead remains in service.